Event description:
It was reported that before the use of the bd vacutainer® sst ii advance plus blood collection tubes, one (1) tube was found with damaged stopper. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. Evaluation of the photos indicated that the stopper had been damaged. A total of 20 retention samples were visually inspected and no damaged stoppers were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode damaged stopper. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before the use of the bd vacutainer® sst ii advance plus blood collection tubes, one (1) tube was found with damaged stopper. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.